Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) lead exhibited noise oversensing resulting in pacing inhibition and inappropriate mode switch. No programming changes or interventions were done; the ra lead will continue to be monitored. The patient was in stable condition.